Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the tortuous right coronary artery (rca). Ivus was used to visualize the lesion. The lesion was predilated with an unk balloon. The physician advanced a 5.00 x 32 mm taxus express2 drug eluting stent, however, the taxus stent was unable to cross the lesion. Upon removal the taxus stent appeared fractured. The procedure was successfully completed with another 5.00 x 32mm taxus stent. No pt complications were reported.